Event description:
It was reported that the patient was experiencing frequent charging of the ipg and its inability to charge beyond one bar. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past year from the date the manufacturer was made aware.